Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. An electrohydraulic lithotripsy (ehl) probe was inside the working channel sleeve when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the ehl probe. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual assessment was performed. The catheter demonstrated signs of use. As received, the wcs protruded, confirming the complaint. A functional assessment was performed and maximum wcs protrusion was observed when the distal tip was articulated by turning the large knob in the clockwise direction. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The total wcs length was measured. The unbonded length was measured. The wcs was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. Based on the investigation results, the root cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. The complaint conclusion investigation code selected for the wcs protrusion issue caused by an inadequate bond b is manufacturing process design. An investigation is underway to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed in the common bile duct on (B)(6) 2018. According to the complainant, during the procedure, the working channel sleeve protruded. An electrohydraulic lithotripsy (ehl) probe was inside the working channel sleeve when it protruded. Reportedly, no part of the spyscope ds device was detached and there were no reported issues with the ehl probe. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.